Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to a high out-of-range right ventricular (rv) lead pace impedance measurement of 2,338 ohms and triggered another lss due to a high left ventricular (lv) lead out-of-range pace impedance measurement of 2,864 ohms. Review of rv impedance trends suggest the abrupt changes in measurements was attributed to the spring contact interaction between the rv lead and the crt-p device header. Additionally, the lv lead impedance trends mirrored the rv impedance trends, as the pacing configuration was lv ring2 to rv. Technical services (ts) reviewed troubleshooting options and programming considerations. Good unipolar pacing thresholds were noted. The rv lead was programmed to a split configuration with unipolar pacing and bipolar sensing, and the lv pacing was programmed to lv ring2 to can. This crt-p system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.